Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion or morphine for non-malignant pain related to arthritis. The pt was evaluated by hcp and found to have a granulomatous mass at the catheter site. The pt underwent explantation of the device in 1999. The device was returned to the MFR for analysis. The MFR has been unable to obtain info on the status of the pt post device explant.